Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided one photo of the complaint sample for evaluation. Visual inspection of the photo confirmed that some part of the sheath valve assembly was leaking. Blood was also present in the catheter guard. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed, or catheter is removed, temporarily cover valve opening with sterile-gloved finger until catheter or obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/side port assembly and sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." The complaint of a leaking sheath valve was confirmed by the returned customer photo. Complete complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "8.5f introducer sheath inserted, 5 f transvenus pacemaker inserted. The seal around the transvenous pacemaker did not hold and blood and infused medication, leaked into the pacemaker wire protector." No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "8.5f introducer sheath inserted, 5 f transvenous pacemaker inserted. The seal around the transvenous pacemaker did not hold and blood and infused medication, leaked into the pacemaker wire protector." No patient injury or consequence reported. The patient's condition is reported as fine.